Manufacturer narrative:
Review of the device history record confirms that the pump was tested and met its specifications at the time it was shipped from animas. Customer complaint of no sound confirmed. Red wire to piezo alarm was broken at solder joint which will prevent alarm sounding. (B)(4).

Event description:
Patient reports that the pump gives no audible sound.